Manufacturer narrative:
Lot number: 4489442 . This event was previously reported via alternative summary report (asr) on (B)(6) 2017, exemption number e2014015. This report is intended to be a follow-up to submit additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced urinary tract infection (uti), bladder pain, bacterial vaginosis, bladder pressure, dysuria, nocturia, urinary incontinence, urinary pain, urodynamics, urinary retention with incomplete bladder emptying, resection of a 2.5 cm section of the previous aris to relieve urinary retention, cystoscopy, sacrospinous vault suspension and perineoplasty, enterocele reduction. Additional information received further reported that on the following dates, the patient was experienced or had experienced: on (B)(6) 2015: vaginal discharge, uti. On (B)(6) 2015: follow up for uti, continuing bladder pain and pain with sitting. On (B)(6) 2015: vaginal discharge and odor, bladder pressure, inflamed vaginal mucosa. Diagnosed with bacterial vaginosis. On (B)(6) 2015: blood in stool, hemorrhoids, dysuria. On (B)(6) 2015: dysuria, nocturia and urinary incontinence, urinary pain, uti. On (B)(6) 2015: mixed incontinence. On (B)(6) 2016: abdominal pain. Urodynamics: urinary retention with incomplete bladder emptying. Third-degree cystourethrocele with hypermobility, third-degree rectocele, urinary retention with obstruction and discomfort as well as overflow. On (B)(6) 2016: operative report for anterior and posterior colporrhaphy with kelly-kennedy plication/closed urethropexy, resection of a 2.5 cm section of the previous aris tot placement to relieve urinary retention, cystoscopy, sacrospinous vault suspension and perineoplasty, and enterocele reduction. Spinal anesthesia. Findings: urethral compression from transobturator tape, a 2.5 cm portion was resected. Discharged to home with indwelling catheter and cipro prophylaxis. On (B)(6) 2016: voiding trial - 10 ml residual.

Manufacturer narrative:
Lot number: 4489442 . This event was previously reported via alternative summary report (asr) on (B)(6) 2017, exemption number e2014015. This report is intended to be a follow-up to submit additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced urinary tract infection (uti), bladder pain, bacterial vaginosis, bladder pressure, dysuria, nocturia, urinary incontinence, urinary pain, urodynamics, urinary retention with incomplete bladder emptying, resection of a 2.5 cm section of the previous aris to relieve urinary retention, cystoscopy, sacrospinous vault suspension and perineoplasty, enterocele reduction. Additional information received further reported that on the following dates, the patient was experienced or had experienced: on (B)(6) 2015: vaginal discharge, uti. On (B)(6) 2015: follow up for uti, continuing bladder pain and pain with sitting. On (B)(6) 2015: vaginal discharge and odor, bladder pressure, inflamed vaginal mucosa. Diagnosed with bacterial vaginosis. On (B)(6) 2015: blood in stool, hemorrhoids, dysuria. On (B)(6) 2015: dysuria, nocturia and urinary incontinence, urinary pain, uti. On (B)(6) 2015: mixed incontinence. On (B)(6) 2016: abdominal pain. Urodynamics: urinary retention with incomplete bladder emptying. Third-degree cystourethrocele with hypermobility, third-degree rectocele, urinary retention with obstruction and discomfort as well as overflow. On (B)(6) 2016: operative report for anterior and posterior colporrhaphy with kelly-kennedy plication/closed urethropexy, resection of a 2.5 cm section of the previous aris tot placement to relieve urinary retention, cystoscopy, sacrospinous vault suspension and perineoplasty, and enterocele reduction. Spinal anesthesia. Findings: urethral compression from transobturator tape, a 2.5 cm portion was resected. Discharged to home with indwelling catheter and cipro prophylaxis. On (B)(6) 2016: voiding trial - 10 ml residual.